Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both drawer controllers and the module controller for drawer 3 in the auxiliary unit were non-functional and receiving no power. A field service engineer (fse) replaced all three boards, and drawers 3.1 and 3.2 are now functioning normally. The fse tested drawers 3.1 and 3.2 in the auxiliary unit using the medstation application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 would not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.